Event description:
It was reported that black button is not working. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned flow valve assembly found that the solenoid manual push button cover was modified the returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was verified and the root cause was determined to be due to user error. Factors which can lead to damaged or broken component include: 1. Damage sustained to the flow valve unit could have been caused by coming in contact with another portable object/machine, bad handling practices or dropping the unit. There were no indications to suggest the device did not meet product specifications upon release into distribution.